Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the time of vascular closure, the angio-seal evolution bioabsorbable copolymer anchor was not attached to the collagen at the point of closure. The patient condition was ok. Additional information was received 27january2020: the procedure being performed was a coronary angioplasty using a 5fr procedural sheath. The anchor not being attached to the collagen was during the procedure. The location of the anchor is unknown. A pre-deployment angiogram was not performed. Estimated blood loss was less than 250 cc's. The patient had mild bruising but they are stable. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the h3 section and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the sheath was found to be properly mated with the deployment sleeve of the device. The deployment sleeve was in full forward lock position and colored bands were not exposed. A portion of the compaction marker was exposed past the distal green marker. Microscopic analysis was conducted. The collagen could be seen tamped at the distal end of the suture and the anchor was present adjacent to the tamped collagen. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not in the rear lock position and ensuring that the white bands are completely exposed.